Manufacturer narrative:
This device does not have an expiration date. Device evaluation: -abilify / (B)(4) investigation conclusion: these are known common side effects of abilify. See prescribing information. Warning and precautions: increased mortality in elderly patients with dementia-related psychosis, cerebrovascular adverse events, including stroke, suicidal thoughts and behaviors in children, adolescents, and young adults, seizures/convulsions, suicide, to name a few. (B)(4) ability maintena is sold in kits. Each kit contains product from several other manufactures, (B)(4). It was noted in conversations with (B)(4) that at no time were any individual components or the product in general directly implicated in the patient's death. It is highly unlikely that the device in question lead to the patient's unfortunate death. (B)(4) is alerting these manufacturers out of an abundance of caution to ensure that the complaints are being handled with due diligence. Therefore, (B)(4) has alerted those manufactures listed above to comply with their own policies and procedures. A review of the device history record for lots implicated show no issues were raised (i.e. Qn/ncmrs). The quality notification review indicates no quality notifications generated for the batch number involved in these complaints. All release criteria were met, including sterility records. Further to add, we again are convinced that the most likely cause is the drug in question and not the bd device used. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above a situation analysis has been opened to address this concern. A sample is not available for evaluation. See manufacturer narrative.

Event description:
The following is the exact verbatim provided for this incident. "An unknown assistant for this physician reported that this patient of unknown age at time of death started abilify maintena 400mg every 4 weeks on (B)(6) 2015 for unspecified schizophrenia. The patient's medical history, concomitant medications, and past drug history are unknown. On unknown date the patient expired. Date of death and cause of death are unknown. The patient's relevant laboratory data are unknown. As of (B)(6) 2016, the patient no longer takes abilify maintena because the patient expired. The lot number and expiration date are unknown to the reporter.&#63501; based on what has been reported, we do not know how the patient died. The relationship of this complaint to bd is that based on our potential lot process, one of your products (3ml syringe) may have been used."

Manufacturer narrative:
Medical device expiration date: 4/30/2018.